Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient arrested and was brought to the emergency department on (B)(6) 2022. It was noted that this was likely respiratory arrest. Log file review captured low flow events on (B)(6) 2022 from 2:49 pm to 2:51 pm with flow noted as low as 1.2 liters per minute (lpm). Flow recovered back into the 5 lpm range shortly after.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported arrest and heartmate 3 left ventricular assist system, serial number (B)(6), could not be conclusively determined through this investigation. Low flow alarms were confirmed via the submitted log files. Although a specific cause for the change in pump parameters cannot conclusively be determined, the low flow alarms may be related to the patient¿s arrest. The controller event log file contained events spanning from (B)(6) 2022 at 12:07:36 to (B)(6) 2022 at 15:58:15, per the timestamp. A sudden drop in the estimated pump flow to 1.2-2.5 liters per minute (lpm) was captured on (B)(6) 2022 from 14:49:49 to 14:52:12 and resulted in low flow alarms. By 14:55:48, the estimated pump flow had returned to the typical 5.0-6.0 lpm range seen throughout the log file. No other notable alarms were captured. The log file appeared to have captured the pump operating as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, no further information has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 outlines adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7 outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.